Event description:
It was reported that the user dropped the ilet and the screen broke or detached, and a replacement was arranged. Symptoms included no reported injury or adverse health effects. Outcomes included no medical intervention or hospitalization. Investigation included internal review of the device complaint and logistical verification of device identifiers. Investigation of this case revealed physical damage to the display assembly consistent with impact, indicating external damage to the device housing and screen rather than a functional malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-induced damage from accidental drop.